Event description:
It was reported by service report that the foot-end brakes were not holding. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Result: worn gill brake plate kit.